Manufacturer narrative:
The injector was not returned for evaluation; however, the lens was received and a visual inspection shows one haptic torn off into the optic of the lens and is missing. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for evaluation.

Event description:
The reporter stated that the surgeon was using a 21.5 three piece collamer lens with a msi-pm injector and the haptics tore off of the lens during insertion. The surgeon enlarged the incision to remove the lens and attempted another same model lens. This is one of two incidents that occurred to this patient. See manufacturer report 2023826-2007-01244 & 2023826-2007-01245 for the other incident. A third cq lens was successfully implanted by doctor hand rotating lens to implant it. A suture was used to close the incision.